Event description:
A customer reported haemonetics on (B)(6) 2012 to report "blood in centrifuge/ service necessary," on an orthopat machine.

Manufacturer narrative:
The device was not returned for eval. A f/u report will be sent when the device is returned and evaluated. (B)(4).